Event description:
It was reported that the pump's quick bolus button was difficult to press, requiring multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by instructing them to firmly press the button and removing the pump from its case, but the difficulty persisted. Consequently, a replacement pump was arranged under warranty, and the customer was informed of the need for the exchange.